Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was unable to reproduce the customer's reported issue and noted that upon review of the log files, no error logs correlated with the time of the customer's reports issue. The stm evaluated the iabp unit and noticed the augmentation feature was turned off. The stm verified proper augmentation and then performed all calibration, functional and safety tests which passed per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. It was later reported that the iabp unit would not inflate the catheter. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.